Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection : after dismantling of the valve, deposits were found in shuntassistant 2.0. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (part of shuntsystem #fx649t) was implanted during a procedure performed on an unknown date. According to the complainant, the patient underwent a revision procedure on november (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, height: 100 centimeters (cm), weight: 15 kilograms (kg), gender: female. Same event/patient as medwatch # 3004721439-2022-00367.